Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump received an alarm. The patient restarted the pump and adjusted the pump dosages. It is noted that the patient is not allowed to adjust the doses on the smiths medical device. No further issues reported with the pump and there were no reported adverse effects.